Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: eib kacie, onsite, shut off and showed a black screen during the middle of the case. It was flickering the light on and off as well. The probable root cause/s could be the ribbon got loose during transport. The device manufacture date is not known.

Event description:
It was reported that there was loss of light.